Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy fluid and malaise. The cause of the peritonitis was unknown. The patient went to the emergency department; however, the patient was not hospitalized. The patient was treated with ceftima (1gm, intraperitoneally, ongoing for 21 days) for the event. At the time of this report, the patient is still recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.